Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Patient was undergoing a full implant surgery after a successful trial. After attaching the ins to the lead and inserting into the pocket, an impedance check was performed which showed over 4000 ohms on all electrode 1 combinations; testing the voltage up to 2.0v did not improve the error messages. The issue persisted after disconnecting the ins from the lead, cleaning the contacts on the lead, and then reconnecting. The lead was then retested with an external neurostimulator (ens) and patient cable to assess motor responses; good motor responses were observed on all four electrodes. As a result of what was reported, a new ins was attached and placed in the pocket which showed normal impedances at 1.0v. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.